Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had water behind the display and was no longer powering up. The customer¿s blood glucose level was unknown. The customer was not able to reach the ups. Customer was assisted with troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.